Event description:
The user facility reported that during a procedure the unit sparked when connected to a cautery device. The type of cautery device used is unknown. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the device failed resistance test, and the presence of corrosion in the electrical connectors. The corrosion and rust on the device appears to be due to fluid damage. In addition, the device handle was found to be loose and rusty. The investigation did not duplicate the user's request of sparking due to the absence of other related equipment (electrode and high frequency cable) used during procedure. This report is being submitted as an MDR in an abundance of caution.